Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The balloon was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(B)(6).